Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient received an inappropriate shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) device, due to t-wave over-sensing of noise. This device remains implanted. No adverse patient effects were reported.